Event description:
A report of a pt having difficulty charging his ipg was received. The physician assessed that the implant was too deep in the pocket. The pocket was revised and ipg was made less deep. Nothing was implanted or explanted and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.